Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was observed to be bent at the connector pin while the lead was being unpacked. The lead was not used. Another lead was implanted successfully. No patient symptoms were reported.